Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's home monitoring equipment detected a high out-of-range (oor) shocking impedance for this patient's right ventricular (rv) lead. The patient was seen for lead evaluation and multiple instances of high oor impedances were noted. The physician did a non-invasive programmed stimulation (nips) testing of a single 41 joule shock and that brought the impedances down to 82 ohms. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy